Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a standard femoral puncture for a coronary angio case was uneventful. Access to the heart was gained and catheter exchange was performed. When the straight and curved double flexible tipped wire guide was removed from the catheter it was noted that the wire unraveled. The entire wire was removed very carefully under fluoroscopy. The product problem did not result in any reported serious injuries to the patient.